Event description:
Advocate stated her caregiver received a blood glucose reading of 65mg/dl on the contour, retested on a different meter and the reading was 192mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the strips for evaluation. The strip information provided was not valid. New strips were sent to her.